Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to a liver tumor, and cirrhosis of the liver caused by the diabetes. It was stated that the hospital removed the insulin pump off one or two days before his death. No further information was provided.